Manufacturer narrative:
The evaluation of the enterprise 8000x bed performed by arjo technician confirmed that the radius arm detached from the bed's sub-frame. The analysis of all gathered information is ongoing. More details will be provided upon conclusions of the investigation.

Manufacturer narrative:
Following information reported by franciscus gasthuis & vlietland located in the netherlands, the radius arm dislodged from the enterprise 8000x bed's subframe. There was no patient involved and no injury was reported to arjo. The evaluation of the device performed by arjo representative confirmed the reported failure of the radius arm detachment. The simulations carried out by the manufacturer showed that two potential situations may lead to this situation. The first one when the backrest is blocked by the obstacle in the position of 45 degrees. And the second one when an obstacle is put between the base frame and radius arm. Based on testing results, it can be concluded that the reported malfunction cannot compromise a patient¿s safety if the bed is used according to the procedure described in instructions for use dedicated to the enterprise 8000x bed (IFU 746-585-en_13). IFU warns: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement¿. Based on the limited information provided regarding circumstances in which the issue occurred, the exact scenario which led to the radius arm detachment could not be determined. In summary, the enterprise 8000x bed did not meet the manufacturer¿s specifications. There was no patient on the bed when the reported problem was observed. The complaint decided to be reportable in abundance of caution due to the malfunction of enterprise 8000x (radius arm detachment).

Manufacturer narrative:
The process of gathering information is ongoing. The results of the analysis will be provided to the follow-up report.

Event description:
Following information reported, the radius arm detached from the enterprise 8000x bed's frame. There was no indication regarding patient involvement. No injury or other medical consequences were reported to arjo.